Event description:
Per complaint (B)(4), during the implant placement procedure the cover screw would not thread completely into the implant. Per the complaint, the internal portion of the implant appeared to be incorrectly threaded. The implant was removed.